Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a system implant procedure. Post- procedure interrogation revealed that the ventricular lead had become dislodged. The lead was explanted and replaced. The patient was in stable condition.